Event description:
It was reported by a customer on (B)(6) 2011 that during a procedure there was a fiber port error, the fiber port overheated. The physician used an electro cuttery 24 french loop (turp) to complete the procedure. The pt was taken to the hosp for observation as a standard procedure following turp.